Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after running out of insulin and attempting to lower glucose by announcing multiple meals; glucose meter readings were in the 300s mg/dl while the pump displayed ¿high,¿. The user was walked through cgm calibration and counseled not to use meal announcements as a correction method. Customer care provided technical support review, and cgm calibration guidance. Investigation of this case revealed user technique issues related to meal announcements and a likely interruption or insufficiency of insulin availability prior to calibration and correction. No symptoms associated with high blood glucose was reported. Outcomes included continued device use with education, and downward glucose trend to 275 mg/dl. It was concluded that hyperglycemia was attributable to user management practices and potential insulin supply or delivery limitation rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.